Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a skin reaction at sensor insertion site that occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as itching and redness at sensor insertion site. Patient's mother treats the affected area with prescription steroid cream, prescribed by the patient's dermatologist on (B)(6) 2015 for skin reactions. At the time of contact, patient's mother reported that the patient was doing very well and no longer has skin reactions. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it ws reported that the sensor was inserted into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. A photograph was provided by the patient's mother confirming the reported skin reaction. However, a conclusive root cause cannot be determined.